Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt fell and now she can only feel stim in her ribs and stomach. Reprogramming has been attempted but they are unable to get stim anywhere but the ribs and stomach. X-rays were taken and no changes were seen from the original x-rays. Rep will discuss options with the pt and the dr. No further info is available at this time.